Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the test, no microbe was detected from samples taken from the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the suction channel of the subject device tested positive for stenotrophomonas maltophilia ((B)(4)). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (soluscope) using peracetic acid. There was no report of infection associated with this report.